Manufacturer narrative:
Complaint allegation is confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The cause of the reported failure is an internal manufacturing issue addressed on ncr-27076.

Event description:
On 12/5/2023, it was reported by a sales representative that an ar-9831 apollo rf i90, aspirating ablator, 90° had an issue during a shoulder scope with rotator cuff repair procedure. The surgeon was using the apollo i90 xl and noticed one side was melted or chipped off. No piece broke off inside the patient. A new apollo was opened and the case was completed successfully. The complaint device was discarded by the facility. This occurred during use with no patient harm. There were no alarm or error messages present before or during the event. The ablator did not come in contact with any other devices during use. The ablator was used throughout the case for 5 minute increments. It looked like a piece either melted or flaked off, but they were not sure if there was an actual piece. No piece was retrieved or seen, and they were not sure if a piece actually broke off. There was only a brief case delay for the amount of time it took to open up a new apollo.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.